Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak in the tubing was confirmed. Visual inspection showed that the female luer had an 11.1 mm crack. Functional testing was performed; the set leaked at the crack. The cause of the leak was determined to be the female luer crack. The origin of the crack was not identified.

Event description:
A crack was also reported at the female luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the female luer of an IV tubing during an unspecified infusion. There was no patient harm.